Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer had a seroma around the implantable neurostimulator (ins) that occurred during normal use. The consumer reported an electrical sensation when he raised his arm above his head and then when he palpated the skin around his ins site. Factors noted to have contributed to the event included the consumer had a seroma and had a suspected infection at the ins site. Troubleshooting/diagnostics noted the consumer had bloods done and reported that there was no infection, and the device was currently working and delivery therapy. The consumer no longer experienced any sensations when palpating the ins site, so no further investigations would be done. The issue was noted as resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a consumer had a seroma in the implantable neurostimulator (ins) pocket. It was currently being investigated to see if the consumer had an infection. The area around the pocket got quite warm when the consumer was recharging.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID 3387-40 lot# 0210444173 implanted: (b(6)2016 product type lead product ID 3387-40 lot# 0210365253 implanted: (B)(6)2016 product type lead product ID 3708660 serial#(B)(6) product type extension product ID 3708660 serial# (B)(6) product type extension . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that back in (B)(6), the patient developed an infection and the implantable neurostimulator (ins) eroded through their skin so it was explanted. The extensions were cut, but the brain leads and remaining extensions remained in the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the electrical sensation when the patient raised their arms above their head was unknown.